Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8711, lot# j0058143r, implanted: (B)(6) 2001, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown drug from an implanted pump. The indication for use was intractable spasticity and cva (stroke) das system. On (B)(6) 2016 it was reported that the patient was stiff in their lower extremities and was scheduled for a (B)(6) study on (B)(6) 2016. Additional information was reported on 2016-05-09 by the hcp. The hcp repaired the catheter because they damaged the catheter, but nothing was found to be wrong with the catheter. On (B)(6) 2016 the hcp reported that the system was fine. There was a fracture of the connector to the side port of the pump so it was replaced. On (B)(6) 2016 the rep clarified the event. The hcp opened the pump pocket and disconnected the existing catheter from the pump. In doing so, they nicked the pump connector piece so a new sutureless connector piece was attached to the existing catheter after the old pump connector was cut. The hcp was able to easily aspirate from the catheter; dye was pushed and it was confirmed that the catheter was functioning properly. The hcp requested that a 0.01 ml bolus over 1 minute be performed on the back table to confirm the pump was functioning as intended. This was in fact confirmed as a drop of drug was seen exiting the pump tubing shortly after the bolus was initiated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.